Event description:
A consumer's friend reported that following bilateral intraocular lens (iol) implant surgeries, the consumer has a concern about the lenses. In a follow-up with the consumer, she reported experiencing blurry vision since day one of her implant surgeries for both eyes. She reported, the need for readers which is what she expected the lenses to eliminate. The surgeon told her, the capsular bags in both eyes had a wrinkle and that this was the cause of her vision problems and it would resolve with time. The consumer stated that she would give her eyes more time to heal as advised by her surgeon. At the consumer's request, the surgeon was not contacted. There are two medical device reports associated with this event; this report is for the right eye.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated, the product met release criteria. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).